Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. During troubleshooting an error message appeared om screen issue was resolved after representative reloaded software of imaging system and restored backup. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure after booting up the imaging system, the system was unable to perform image acquisitions. There was no patient present at the time of the issue.